Event description:
While attempting to reposition the s1 screw to help with alignment of screw heads during the placement of the rod, the tip of the driver head sheared off in the shaft head of the pedicle screw. Attempts were made to mobilize this piece but found it to be welded in the screw head shaft. Extended attempt to remove the screw would require cutting off of the tulip, and attempts at extracting the remaining shaft would significantly extend the surgery and still remain in question the ability to successfully extract the screw or possibly complicate removal to even abandoning use of the screw. The tulip head remains mobile and the rod could sit within the tulip appropriately to allow effective set screw placement to secure rod. Rod was seated into the tulip heads and set screws used to secure it effectively. O arm imaging was again used to check screw placement for final acquisitions. All screws appeared to have acceptable placement within the construct with all screws appearing well placed. FDA safety report ID # (B)(4).